Event description:
A report was received that the patient developed an infection. No further information is available at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial / lot #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient's symptoms of infection were pain and redness. It was unknown if medical treatment was provided. The physician believed that the infection was neither device nor procedure related, and there will be no further course of action.

Event description:
A report was received that the patient developed an infection. No further information is available at this time.